Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients' left knee was revised due to arthrofibrosis. The patient presented with a (B)(6) score of 2, three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An event regarding arthrofibrosis and possible component malposition involving a triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the photograph provided, there is nothing noteworthy visible in the photograph. The devices were not returned for evaluation. -medical records received and evaluation: review of the provided medical records indicated that component malposition although not specified but still evident from the records has contributed to arthrofibrosis of the knee with resulting stiffness which by itself represents a generic problem after any knee arthroplasty due to required extensile exposure in the soft tissue structure around the knee. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: review of the provided information does not indicate an issue with the design, manufacture, or materials of the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patients' left knee was revised due to arthrofibrosis. The patient presented with a ucla score of 2, three months prior to revision surgery and a maximum score of 4.